Manufacturer narrative:
Batch review performed on 16 february 2018: lot 106606: (B)(4) items manufactured and released 12 january 2011; no anomalies found related to the issue. No similar cases registered on this lot number

Event description:
During the surgery the welding at level of the instrument threaded part failed, making the cup impaction very difficult. The surgery was completed successfully using a back-up instrument. The surgery was delayed of 20 minutes.

Manufacturer narrative:
Visual inspection performed on (B)(6) 2018 by r&d product manager: in the reference 01.26.10.0062 versafitcup cc cup impactor occurred a damage due to wear with a breakage in the welding area.